Event description:
It was reported that a user experienced intermittent dexcom g7 glucose data not appearing on the ilet and ilet mobile app while readings continued on the dexcom g7 mobile app, and the agent assisted by toggling the sensor source from g7 to g6 back to g7 and re-entering the pairing code, after which a sensor reconnecting alert occurred. Symptoms included hyperglycemia reaching 191 mg/dl. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education focused on connectivity and pairing workflow between the cgm and the ilet system. Investigation of this case revealed a transient cgm signal loss to the ilet attributable to communication or pairing disruption, with the dexcom g7 sensor and transmitter otherwise functioning as evidenced by continued readings on the dexcom app and subsequent reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error resolved through re-pairing and signal restoration.